Event description:
Circuit leak.

Manufacturer narrative:
It was reported that ventilator flow decreased and a circuit leak was found. Due to this, new tubing was attached and ventilation resumed. It was reported that "subsequent inspection revealed a 2x2 mm hole near the machine-end of the original tubing, appearing to be punctured from the inside". In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.